Event description:
It was reported that the device had no ac operation when the battery was removed, and no ac mains light on. There was no pt involved in the reported incident.

Manufacturer narrative:
Physio-control evaluated the device, replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that the root cause for the reported issue was an electrical short through two fet transistors, designators q1 and q2.